Event description:
It was reported that the rota burr became entrapped to the rotawire. The moderately tortuous and severely calcified target lesion was located on the middle left anterior descending artery. A rotapro 1.50mm and a rotawire 330cm were selected to treat the lesion. The rotation speed was set to 180,000rpm and reached a maximum speed of 190,000rpm. During removal of the rotawire, the rotawire was entrapped with the rotapro. There were no visible kinks on the rotawire. Both devices were removed together as one unit. No patient complications were reported.

Manufacturer narrative:
The returned product consisted of the rotapro atherectomy system. The burr catheter was connected to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically examined. Inspection of the device revealed no damages or irregularities. The returned wire was able to be removed and reinserted into the device with no resistance or issues. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. Functional testing was then performed by connecting the rotapro advancer to the rotapro console control system. During functional testing, the device displayed low and unstable speeds. The device was not able to reach optimal speed during analysis. The reported stuck guidewire was unable to be confirmed, as the returned wire was able to be removed and reinserted into the device with no resistance or issues.

Event description:
It was reported that the rota burr became entrapped to the rotawire. The moderately tortuous and severely calcified target lesion was located on the middle left anterior descending artery. A rotapro 1.50mm and a rotawire 330cm were selected to treat the lesion. The rotation speed was set to 180,000rpm and reached a maximum speed of 190,000rpm. During removal of the rotawire, the rotawire was entrapped with the rotapro. There were no visible kinks on the rotawire. Both devices were removed together as one unit. No patient complications were reported.